Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. Detailed analysis indicated that the distal end of the proximal spring electrode was separated from the lead body insulation. The lead body was curled. Blood and body fluid was noted in the helix housing. The physical damage on this lead was consistent with a lead which has been placed through a constricted area.

Event description:
Boston scientific received information that the right ventricular (rv) lead perforated the heart wall. The physician performed surgical intervention to explant and replace the lead with a new one. No adverse patient effects were reported.